Event description:
It was reported that the foley catheter natural extraction occurred the day after the surgery. There was no issues during the pretest. No damage to the balloon part.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjx3583. Unable to verify the reported event without testing the sample. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using retuned syringe and the catheter was rested with no leaks. The catheter balloon was able to passively deflate liquid with no cuffing. This is within specification, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter natural extraction occurred the day after the surgery. There was no issues during the pretest. No damage to the balloon part.